Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the blade into a test monitor and powered it on. When the cable was moved there was an intermittent faulty image. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, when the cable was moved on the baton, it would cause the blade to "short out" and cause the display to go blank. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.